Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal stenosis reported they had been in pain since (B)(6) 2016. It was also noted the consumer had spinal stenosis. When the consumer was asked what caused this they reported the device stopped working, and they were told to come in or call to have the device replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.